Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received not deployed and the linkage assembly was in the not deployed state. The data showed no alarms, timeouts or drive stalls. The device only went through the first prime and was returned in pod state 15, meaning that the device was deactivated after the first prime, which is why the needle did not deploy. No other damages or deficiencies were found during the investigation; the device functioned as intended.